Event description:
The patient was admitted with severe renal insufficiency,hyperkalemia, and third degree atrioventricular block with bradycardia. Two days prior to the event, the patient had respiratory distress with a significant drop in oxygen saturation (70%). The monitor technician notices visual alarm for asystole (no audible alarm sounded) on telemetry monitor. The staff notified. One minute later patient found unresponsive. Resuscitation efforts attempted, which were unsuccessful. Upon review of monitor history, patient in bradycardia of 39 bpm. Minutes later, patient is in aystole.